Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the blue baseplate tab was damaged at the distal end of the ar-9165cdg assembly. A likely cause is attributed to wear and tear damage incurred over repeated usage.

Event description:
On 10/6/2022, it was reported by a sales representative via sems that an ar-9165cdg baseplate impactor broke during surgery. There was no case/patient involvement. This was discovered during use with no impact to the patient. Additional information has been requested. On 10/7/2022, the sales representative stated the following information via email and phone: this event occurred during a reverse total shoulder procedure. No piece of the instrument broke inside the patient, and nothing had to be retrieved from the patient. The bone quality of the patient was not provided, the case was completed successfully with no impact to the patient, and the patient is fine to date.